Manufacturer narrative:
The implant/explant date is estimated as (B) (6) 2008. Two (2) other products were also reported. The product info is as follows: model/catalog #: ra-1030q, lot #: m363850, expiration date: 04/30/2010, device MFR date: 04/2008. Model catalog# ra-1031q, lot#: m360710, expiration date: 04/30/2010, device MFR date: 04/2008. All other product info recorded on this form is applicable to all three (3) devices. Method, results: the device was not returned for eval. Conclusions: relevant portions of the device history record were reviewed for the finished good lot numbers reported. No relevant findings were noted during this review. Angiotech ref: (B) (4).

Event description:
Two (2) pts underwent a microdiscectomy procedure. A three (3) layer wound closure was performed using quill srs pdo, sizes 2-0, -0- and #1. Less than one (1) week post surgery, both pts returned to the dr due to leakage of clear fluid from their incision site. Exploration of the wounds revealed that the suture was loose. As a result, the product was removed and the wounds were closed using conventional suture material. It was also noted that this surgeon just began using quill srs products. In fact, this may have been one of his first experiences using the products.